Event description:
A 24mm x 14mm diameter x 16.5cm length medtronic aneurx bifurcated stent graft was inserted into the aortic artery and implanted to cover an abdominal aortic aneurysm. The neck of the aneurysm had an 80-degree angulation, which made it difficult to accurately place the stent graft. As the physician pulled the graft down below the renal arteries, the stent graft went into the aneurysm. In addition, the pt suffered left leg ischemia due to contralateral limb misplacement. The pt was converted to open surgery and is doing well. The physician does not blame the stent graft, but stated that the problem was "due to lesion morphology." There was no additional clinical sequelae reported relative to the event.